Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to implant a taxus express2 3.0x12mm into an unknown lesion, but the stent delivery system was unable to cross the lesion. The physician then removed the device out of the patient and noted that the stent was damaged. The procedure was completed with another device and patient status post procedure is good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.